Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on a laparoscopic colon procedure, there was a poor staple formation. It was stated that excessive tissue incorporated into the barrel of the stapler. The donuts were also not complete. Another device and sewing was done to fix the staple line.